Event description:
It was reported that the patient had a wound dehiscence at the pump pocket and a surgical explant of his system. The symptoms present were "drainage and the incisional wound opening". It was reported that the patient was hospitalized, but the patient's status was notated as "no injury and no adverse event". The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type catheter product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).